Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
The customer reported that the primary tubing set separated and leaked from the top of the in-line filter when the rn was hanging a paclitaxel chemotherapy infusion bag. The patient's chemotherapy treatment was delayed by one hour, however, there is no report of lasting harm caused to the patient from the event.

Manufacturer narrative:
The set used during the reported event was not received for investigation. The customer report that the primary tubing set separated and leaked from the top of the in-line filter was not confirmed based on both inspection and testing of the received new same set models. The root cause was not identified.

Event description:
The customer reported that the primary tubing set separated and leaked from the top of the in-line filter when the rn was hanging a paclitaxel chemotherapy infusion bag. The patient's chemotherapy treatment was delayed by one hour, however, there is no report of lasting harm caused to the patient from the event.